Event description:
It was reported that the 4.0x38mm xience prime btk stent delivery system (sds) was attempted to advance over the .014 command guide wire; however, resistance was felt with the guide wire. When attempting to pull back the sds, the shaft separated, which remained on the guide wire. It was noted resistance was also felt during removal with the guide wire. Additionally, the stent dislodged and migrated into the profunda femoral artery. The separated shaft portion was retrieved on the guide wire and the stent was left free floating. Patient is in good conditional and a follow-up will be performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience prime btk referenced is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported difficulty to advance and difficulty to remove were confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot number were not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and remove the guide wire through the xience prime sds appear to be related to case circumstances of the procedure. It is likely that the anatomical conditions restricted the clearance between the guide wire and the sds resulting in the difficulty to advance and difficulty to remove. Further manipulation against resistance ultimately resulted in the sds stent dislodgement, shaft separation and subsequent noted damages. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience prime btk referenced is filed under a separate medwatch report number.

Event description:
It was reported that the 4.0x38mm xience prime btk stent delivery system (sds) was attempted to advance over the .014 command guide wire; however, resistance was felt with the guide wire. When attempting to pull back the sds, the shaft separated, which remained on the guide wire. It was noted resistance was also felt during removal with the guide wire. Additionally, the stent dislodged and migrated into the profunda femoral artery. The separated shaft portion was retrieved on the guide wire and the stent was left free floating. Patient is in good conditional and a follow-up will be performed. There was no clinically significant delay in the procedure. No additional information was provided.